Event description:
On 9/25/96, the facility infection control nurse contacted a MFR nurse and reported that sometime after surgery, on 9/18/96, the surgeon accessed the device with a standard needle and the device now appears to be leaking. A decision has not yet been made as to whether or not the device will be explanted. The MFR nurse recommended that a dye study be performed to verify the leak.

Manufacturer narrative:
Facility risk mgr, returned a call to MFR with follow-up on this pt, on 12/17/96, and stated that surgery was scheduled for this pt on 12/2/96; however, pt canceled surgery and still has device implanted. Facility risk mgr was reportedly informed by their infection control person that allowing device to remain implanted did not pose as a risk to pt; however, facility risk mgr requested that a MFR rep contact her and confirm that there is no risk involved with allowing device to remain implanted. Facility nurse was informed that MFR nurse would contact her regarding this issue. After several attempts, a MFR nurse was able to make contact with facility risk mgr on 12/30/96. MFR nurse also stated that since it was MFR's understanding that device was not functional and could not be flushed that MFR has no info related to risk of a non-functional device remaining implanted. Facility risk mgr plans to follow-up with facility staff. A review of device history record was performed and no mfg variances were identified in relation to this event. A trend analysis was also performed on similar incidents involving this catalog and lot number and has not identified any trends. MFR's investigation of this event is inconclusive. Based on info availabel and due to unavailability of device for analysis, no conclusin can be drawn as to cause of this event. Facility will be notified or our review of this incident. No further info is available. MFR is now closing its file on this event. 11. Corrected data under section a1, pt identifier was incorrectly reported as iw. Correct pt identifier is rw. Under section b4, date of this report was incorrctly reported as 10/24/96. Correct date of this report is 9/25/96. Under section f6, date user facility became aware of even was incorrerctly reported as 9/25/96. Corrected date user facility became aware of event is 9/96.